Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, service code 204) was confirmed due to a broken j702 component on the distribution node (dn). The root cause for damaged dn was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable and was displaying a service code 204.